Manufacturer narrative:
The calibration and qc data were requested but not provided. Further investigations were performed on the patient sample. An interfering factor has been confirmed within the sample, which affects elecsys ft3 iii on the different platforms to a different extent. Product labeling states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. A general product problem can be excluded.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for one patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the accuraseed method. The results were reported outside of the laboratory where the physician requested additional testing. The sample was submitted for investigation where discrepant results were also identified between the customer¿s e801, the abbott method, an e801, and e411 used at the investigation site. The customer¿s e801 module serial number was (B)(4). The e801 module used at the investigation site was (B)(4). The e411 used at the investigation site was (B)(4).